Event description:
It was reported that an alert was triggered due to high impedance on the right ventricular (rv) defibrillation and superior vena cava (svc) coils of the rv lead. Also, the implantable cardioverter defibrillator (ICD) that was implanted a year ago was nearing elective replacement indicator (eri). The device did not meet longevity expectations. The lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted: (B)(6) 2014; 4543 boston scientific lead, implanted: (B)(6) 2014. (B)(4).